Event description:
A trilogy evo was returned to the third-party service center for routine preventative maintenance. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. The trilogy evo was returned to the third-party service center for evaluation, during the evaluation, the device failed the active exhalation test. In conclusion, the device's 3-way solenoid valve and active exhalation control module were replaced to address the issue. The device was tested and passed all final testing. (If stated in evaluation). A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.